Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer. No physical damage was noted during an external visual inspection. There was dried fluid within the cassette compartment. There were no particulates within the cassette area. There were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. A post- accelerated stress test (ast) simulated treatment was initiated and failed due to an m21-1 24 volts alarm caused by a defective power supply. Additionally a drain line blocked alarm occurred due to clogged hp1 and hp2 filters. The hp filters were replaced. A known working power supply was installed and the cycler completed the simulated treatment without issues. The cycler underwent and passed a system air leak test and a valve actuation test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the cycler found dried fluid found underneath the pump assembly and within the h1 and hp2 filters. The cause of the observed dried fluid could not be determined. There were no other visual discrepancies observed during the internal inspection. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak within the cycler's cassette compartment on the pump module area when removing the cassette from the cycler at the end of pd treatment. The patient reported receiving m30 balloon valve leak alarm and drain line is blocked alarm during an unknown phase of treatment before the leak. It is unknown at which point in therapy the leak may have begun. The source of the leak is a hole in the back of the cassette. A description or location of the alleged hole were not specified. It was reported that there was fluid within the cycler. The patient was advised to discontinue the use of the cycler and follow up with the peritoneal dialysis registered nurse (pdrn). A new cycler was issued to the customer and the reported cycler was scheduled to be picked up and returned for physical evaluation. It was reported that an alternate treatment option was available. There was no adverse event, symptom, nor medical intervention reported during the initial call. It was reported the cycler set was discarded. Multiple attempts were made to acquire additional information, however, to date a response was not received.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak within the cycler's cassette compartment on the pump module area when removing the cassette from the cycler at the end of pd treatment. The patient reported receiving m30 balloon valve leak alarm and drain line is blocked alarm during an unknown phase of treatment before the leak. It is unknown at which point in therapy the leak may have begun. The source of the leak is a hole in the back of the cassette. A description or location of the alleged hole were not specified. It was reported that there was fluid within the cycler. The patient was advised to discontinue the use of the cycler and follow up with the peritoneal dialysis registered nurse (pdrn). A new cycler was issued to the customer and the reported cycler was scheduled to be picked up and returned for physical evaluation. It was reported that an alternate treatment option was available. There was no adverse event, symptom, nor medical intervention reported during the initial call. It was reported the cycler set was discarded. Multiple attempts were made to acquire additional information, however, to date a response was not received.